Event description:
The pt received his scs system (B)(6) 2010. It was reported that the pt lost stimulation and is unable to charge the ipg. He normally charges every 3 weeks for 15-20 minutes. The charger and programmer no longer communicate with the ipg. The pt tried adding and decreasing space to no avail. He was sent two replacement chargers and programmers to help resolve the issue but was unsuccessful. Attempt to gather add'l info was unsuccessful. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.